Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 25 mmol/l. During troubleshooting, customer removed reservoir and found that there was a large air bubble in reservoir. Customer did not have a plunger and was not able to remove air bubble. Customer was advised to change reservoir.